Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. A review of the alarm log identified an occurrence of the f-22 alarm, confirming the reported condition. The cause of the f-22 alarm was determined to be a loose connector. To correct the condition, the connector was reconnected. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an f-22 alarm. It was not specified during which process step this occurred. There was no report of patient involvement. No additional information is available.